Event description:
It was reported that the pump shows a blank screen with alarm. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
No adverse events during patient use and since there were no adverse events it is most likely that the product fault occurred during setup and prior to patient use and was replaced with a functional device. Device evaluation: visual inspection performed and found the top case was chipped. The bottom case was cracked. Unable go into the event history log due to blank screen and constant alarm was found at power up. The cause of the reported issue is due to incomplete upload process from base to head by customer. Blank screen with constant alarm found caused by incorrect process for software update by customer. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.